Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 778 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, nausea, dehydration and low electrolytes. The patient was treated with intravenous fluid, and insulin drip and electrolytes; she was also given medication for pre-existing hypertension and congestive heart failure. The patient was released after spending 4 days in the hospital. The pod was removed at the hospital and was discarded.